Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed that error message did not return, and was instructed to wait 20 minutes before starting new sensor session, which customer understood and accepted.